Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was a retraction issues, the device did not retract. The following information was provided by the initial reporter. The customer stated: "the tube popped out and there was needle exposure when the needle did not retract when the button was pushed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was a retraction issues, the device did not retract. The following information was provided by the initial reporter. The customer stated: "the tube popped out and there was needle exposure when the needle did not retract when the button was pushed."

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was a retraction issues, the device did not retract. The following information was provided by the initial reporter. The customer stated: "the tube popped out and there was needle exposure when the needle did not retract when the button was pushed."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos from the customer in support of this complaint therefore, 30 retention samples were subjected to functional testing as well as a visual inspection for failure to retract. The samples passed the tests and the customer's indicated failure mode of failure to retract was not observed. Bd is unable to confirm the customer¿s reported failure of retraction failure from the retention sample testing. Based on a review of batch records, and a root cause for the customer's issue could not be identified. The device history record was reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.